Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that at implant, right atrial (ra) lead impedances were high, measuring at greater than 1600 ohms. The day after implant, impedances in unipolar pacing configuration were greater than 2000 ohms and the daily measurement was greater than 2500 ohms. Threshold also increased from implant being 0.7 volts (v) at 0.4 milliseconds (ms) to 2.2 v at 0.4 ms in unipolar configuration and 2.6 v at 0.4 ms in bipolar configuration. It was reported that x-rays had been ordered; however the results of the x-ray are not known. The physician thought that the lead could be partially damaged. Further testing was performed and threshold was fine at 1.4 volts and impedances came down to about 1400 ohms. The patient reportedly only needed the lead for sensing and no pacing, thus the physician decided to monitor the patient. No adverse patient effects were reported.